Manufacturer narrative:
(B)(4). On the same day as peritonitis onset, the patient was admitted to the hospital for the event. The cause of peritonitis was unknown. On an unknown date, the patient began treatment for the peritonitis with vancomycin (dose, route, and frequency unknown). Ten days after being admitted to the hospital, the patient was discharged. On an unreported date, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of the event, treatment details, action taken with peritoneal dialysis therapy, and the patient's recovery status were not reported. No additional information is available.